Manufacturer narrative:
Medical device expiration date: unknown. PMA / 510(k) #: there is no 510(k) for this device (pre-amendment). Device manufacture date: unknown. Initial reporter: address unavailable. Bd corporate address used. Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had incorrect label information. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Corrected PMA/510k: 50382903664226.